Event description:
Since the surgery, off label plif, a bone overgrowth causing inflammation and radiculitis. I have also developed sensory poly neuropathy; which is believed to possible caused by a foreign substance in my body.